Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported by the customer that the field sequencing (fs) is incorrect in the rt plan file when using composite field sequencing (cfs). Based on the available information there was no actual mistreatment.